Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04) - stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 6 week post op: slight pain or discomfort, 1 or 2 days of severe shooting, stabbing, or spasms. No trouble with adl¿s. Greater than 6 months post op: pain with weight bearing only, standing and walking, sharp pain in the mid-thigh. No treatment provided. Complaint confirmed based on evaluation of medical records. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 010000665 g7 pps ltd acet shell 56f 7516504. 00625006535 bone screw self-tapping 6.5 mm dia. 35 mm length j6851903. 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length j6859885. 20103606 36mm i.d. Size f neutral liner 65224130. 650-0662 delta ceramic fem hd 36/+3mm 3062847. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had an initial right hip arthroplasty. Subsequently, the patient stated having sharp pain mid-thigh with standing and walking eight months post implantation. The pain was reported to be resolved without medical intervention.